Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during a bolus delivery. During troubleshooting for the occlusion, the pump and infusion set tubing were found to be functioning as expected. The customer was "not confident in the pump" as the pump supplies had just been replaced prior to this occlusion and did not want to check the condition of the cannula. The customer had also experienced an inaccurate fill estimate readings after filling the cartridge with 300 units which continued the following 2 days. The customer's blood glucose (bg) level ranged from not impacted to 132 mg/dl. Insulin injections and a bolus of insulin were used to address the bg level.